Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shafts, balloon, tip and welds were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination revealed a 12mm balloon longitudinal tear along the entire length of the balloon. Inspection of the remainder of the device revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that crossing difficulties were encountered. The patient was diagnosed with single vessel disease (svd). Vascular access was obtained via the femoral artery. The 90% stenosed, 2.5x17mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion, a 2.00mm x 9mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, the device was not able to cross the lesion and after so many efforts, the device was removed. Pre-dilatation was then performed with a 1.50x8mm apex push balloon catheter, followed by the implantation of a 2.50x20mm promus element stent and the procedure was completed. No patient complications were reported and the patient's status was stable and responding well to medicines. However, returned device analysis revealed a longitudinal balloon tear.